Event description:
In this event it is reported that a automatrix shaft broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information: adding UDI# (B)(4). Date code 0822 with coil deformation/weld failure resulting in the burr/tip component to break off causing the product to not function properly. CAPA-2021-375 opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220) through implementation date of august 2022 (0822). Complaint is considered substantiated.